Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that high capture thresholds were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced successfully with no complications. The patient was stable.